Manufacturer narrative:
The results of this investigation indicated the valve contained pannus overgrowth on the inflow aspect of the office as supported by the pathological examination. There was no evidence found to suggest the aortic insufficiency secondary to an impeded leaflet and paravalvular leak observed on cardiac catheterization were due to an intrinsic defect in the valve, as supported by the review of the manufacturing traveler. It was that at explant both leaflets were freely mobile.

Event description:
It was reported the valve was explanted due to an immobile leaflet observed on echocardiogram; however, the valve appeared to be fine. The valve was replaced with a tissue valve.